Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
It was reported that the customer stated that she had 3 pleurx bottle that failed. Verbatim: pi-ppa-pleurx-complaint received via phone call. Customer stated that she had 3 pleurx bottle that failed. She does not know the lot number of the previous 2 bottle but the latest bottle is lot# 0001394698. Customer would like replacement. (B)(6) 2022 - spoke to customer - issue with drainage and bubbles in tubing - customer took pictures of access tip - looks to be pin hole at the tip. The tubing going to the bottle was not sucking well and had air in the line. The previously defective one actually spit fluid onto the sterile blue paper. The first defective one had a much larger hole in the white catheter tip.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: two photos were provided to our quality team for investigation. Through visual inspection, a black dot was observed in the access tip, but a hole could not be observed; therefore, the reported failure was not confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Event description:
It was reported that the customer stated that she had 3 pleurx bottle that failed. Verbatim: pi-ppa-pleurx-complaint received via phone call. Customer stated that she had 3 pleurx bottle that failed. She does not know the lot number of the previous 2 bottle but the latest bottle is lot# 0001394698. 15-mar-2022 - spoke to customer - issue with drainage and bubbles in tubing - customer took pictures of access tip - looks to be pin hole at the tip. The tubing going to the bottle was not sucking well and had air in the line. The previously defective one actually spit fluid onto the sterile blue paper. The first defective one had a much larger hole in the white catheter tip.